Event description:
It was reported by service report that the power cord plug was missing the ground prong, and the communications cord had bent pins. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
On 2012-(B)(4): this product was assigned a duplicate MDR registration number 1831750-2011-09010 on 2011-(B)(4). This MDR is being submitted to correct the duplicate MDR registration number, as requested by the FDA. This is not a new product complaint. This complaint has only one product associated with it, (B)(4), sn: (B)(4). This user facility serves as the health care provider for one of the state prisons. As a result, it has been reported that pts intentionally damage various device components with unrestrained appendages. Additionally, pts are regularly restrained in manners that conflict with the device's instructions for use.